Event description:
Loss of integration. The mini implant should be loaded with a locator prosthesis after two weeks. The implant fell out again. A new implant had to be inserted.

Event description:
Loss of integration. The mini implant should be loaded with a locator prosthesis after two weeks. The implant fell out again. A new implant had to be inserted.